Event description:
The patient reported that less than a month or a few weeks prior to this call , patient adjusted the stimulation and it started to pinch her like it did when she first received the device. The patient could not remember what she did. The patient switched to program 3 in the morning of this call and stated her typical experienced had been to feel the stimulation. The patient attempted to increase stimulation however unable to do so and it was determined that she turned stimulation off. The patient was instructed to turn stimulation back on. The patient experienced loss of therapeutic effect. The patient also mentioned that she is being hospitalized as she recently had a stroke and she had not voided in the past 16 hours. The patient was going to have MRI of brain as she had a stroke a day prior to this call. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0jvs0, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).